Event description:
The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer used the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 72 hours with mobi pump.